Manufacturer narrative:
Unable to investigate as the customer is not willing to provide any data for investigation including lot numbers. Fetal scalp samples are historically difficult to obtain since the sample is obtained in-utero causing delays in testing, mixing and sample handling. Pre-analytical handing likely the cause, but unable to be determined based upon no response from the customer. Siemens has demonstrated due diligence and call customer repeatedly for additional information but customer has not responded yet. There is no further investigation possible.

Manufacturer narrative:
Siemens field service engineer indicated that maintenance on analyser was last done on friday last week and was due on the day he visited customer. Fse indicated that last qc on levels 1,2 and 3 ran at 9am and passed. Siemens is investigating the issue to determine root cause.

Event description:
Customer reported discordant results on the instrument. Customer indicated that there was no harm to the user or patient caused by or related to the use of the device.